Manufacturer narrative:
Device received with stuck motor error alarm loop during rewinding due to encoder signal our of phase. The motor was tested outside of the device and passed. Unable to verify a35 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer was also reported that they were unable to clear and not able to rewind the insulin pump. The customer was advised to replace and to revert to the back-up plan. The insulin pump will be returned for analysis.